Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was feeling stimulation right under the implant. The patient described the feeling as similar to that of a tens unit. The patient mentioned that they still feel stimulation where they normally do. The patient noted that they put their antenna over the implant with some pressure when charging, but they don¿t press too hard. The patient planned to meet with their healthcare provider (hcp) to have their device checked. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their doctor was going to have a manufacturer representative (rep) check the ins life out at their next appointment. The date of the next appointment was not provided. No further complications were reported or anticipated.